Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010. Product type: catheter: product ID 8590-1, lot# n242544, implanted: (B)(6) 2010, explanted: (B)(6) 2010. Product type: accessory. (B)(4).

Event description:
It was reported by the patient that the pump was removed approximately one month post- implant due to an adverse reaction. Additional information has been requested, but was not available as of the date of this report.